Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 8/17/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and she was not currently having any diabetic symptoms. No medical attention was needed since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with test results from non-fasting results obtained of 554, 327 and 406 mg/dl. Customer tests non-fasting. The customer's expected non-fasting blood glucose test result range is 170 - 200 mg/dl. Customer is at the clinic for a scheduled visit at the time of call. At the time of the call, the customer was experiencing a headache and believed it was due to diabetes and stress. Nurse stated that on (B)(6) 2017 the customer tested her sugar, it read a high number and she was feeling very dizzy so she was taken to the ER by her son. Nurse was unable to verify what result lead customer to ER. Customer tested 145 mg/dl when she arrived at the hospital; customer stayed overnight due to bladder infection. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. Nurse could not verify the product storage or the open vial date of the test strips. The test strip lot manufacturer's expiration date is 01/31/2018. The meter memory was reviewed for (B)(6). Memory concerns:customer is concerned with all non-fasting high results obtained on meter (time and date are incorrect). Customer is experiencing a headache and believes it is due to diabetes and stress.